Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. It was also reported that a cartridge alarm occurred. The customer's blood glucose level was "high" although specific value not provided. Reportedly, emergency medical technicians were called and treated customer intravenously with fluids and administered a manual dose injection to address bg level. The customer reverted to alternate therapy for diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.